Manufacturer narrative:
B3. Date of event continued: about a year ago. E1, phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, capsular contracture baker grade iii, breast pain.

Event description:
Healthcare professional reported "folds". Later, healthcare professional reported "breast pain" and "capsular contracture baker grade iii". This record is for the right side. Patient has been treated with anti-inflammatory and vitamins. Device remains implanted.